Event description:
General report received of an unspecified number of undocumented incidents of leakage of chemotherapeutic agents. The primary tubing sets were being used to deliver unspecified volumes of normal saline via plum pumps at unspecified rates. At unspecified times, the male adapters of a second plumset were connected to the lower clave y-sites of the primary tubing sets to deliver unspecified chemotherapeutic agents via a second plum pump at unspecified rates. After unspecified lengths of time in use, the customer contact reported leaking at the connections of the male adapters and the clave y-sites. Unspecified volumes of the chemotherapeutic agents leaked. The solutions that leaked were cleaned up according to the user facility's protocol. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects and no reported delays of therapy critical to these pts. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Due to hazardous contamination, the devices will not be returned for investigation. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).